Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted, bump status and internal temperature was exceeded. A1102 was coded for localizer faulted message. A0708 was coded for the dead complementary metal-oxide semiconductor (cmos) battery. The system was serviced in the field by a medtronic representative. Hardware parts were replaced. Afterwards, the system was performing as intended. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer faulted message. During troubleshooting, the manufacturer representative (rep) confirmed the bump status and internal temperature was exceeded in network device interface (ndi) toolbox. The rep confirmed the dead complementary metal-oxide semiconductor (cmos) battery in the nditoolbox. There was no patient involvement.

Manufacturer narrative:
D9, h2, h3: the return of 9735821r provided the lot number p903009. The hardware was returned and analysis was performed. A check of the event log showed intermittent firmware incompatibility dating back to jul 2020, and intermittent illuminator current low dating back to jul 2022. There was a battery voltage low message along with bump detected and storage temperature exceeded. The positioning sensor unit (psu) failed an accuracy test (aak) at .522mm with a passing threshold of .250mm. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.